Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted a merlin at home alert for ventricular lead noise. The patient was in good condition and the physician elected to continue to monitor the patient.